Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported multiple occlusion alarms occurred. A supply change was performed to address the occlusion. No damage was observed on any of the supplies in use during the occlusion. Blood glucose (bg) level was in the high 200's. Manual injections were administered to address bg levels. Due to the occlusions, the customer's bg level continued to increase to 990mg/dl and ketone levels considered to be dangerous leading to an emergency room (ER) visit and a subsequent hospitalization. While in the ER, the customer received treatment in the form of fluids, intravenous therapy, lab work, insulin, levemir and treatment for possible kidney issues. While in the hospital, the customer received treatment in the form of insulin, fluids and intravenous therapy. The customer was released 2 days later. Reportedly, the customer contacted their healthcare provider to discuss occlusions and possible infusion set site issues.